Event description:
The patient experienced a shocking/jolting sensation following an exercise routine last sunday. Specifically, she was at a pilates/yoga class and was on the ground with her legs bent using her stomach muscle to stretch when she felt the shock for about a minute. Since then she felt her stimulation as more "intense" and would cause her right leg to become numb. Palpation did cause change in her stimulation. She was at home in fair condition and was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4)